Event description:
An event involving multiple alarms was reported by the distributor dinno santé from france. The blood glucose value was not provided, and there was no information on any adverse impact to the customer's blood glucose level. The pump was tested by leaving it on for 24 hours, and no alerts or alarms occurred during this system check, confirming the pump was in working condition. No return of the device was planned.